Event description:
It was reported that during an open procedure, instrument error occurred in several minutes. Then the hand piece which was used with the device was changed, but the event continued and boo sound was heard at the system check. When the doctor checked the blade, it was cracked. There was no patient harm as blade did not break off.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. As the reported event indicated that the blade did not break, it is possible that the device returned may have been used to complete the procedure and is not the device complained about, or it may have broken off of the device during transport to our analysis site. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.